Event description:
Customer reported receiving inaccurate high readings. In blood glucose tests, customer received readings of 317 mg/dl (meter) an 102 mg/dl (lab) within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.